Event description:
On (B)(6) 2001, I had a tha on my right hip. On (B)(6) 2002, I had a tha of my left hip. Both hips have caused pain and problems from day one. The prosthesis were both made by depuy and were modified to remove the "plastic" disc between ball and socket, making them both metal to metal. I would really like to know the symptoms for cobalt and chromium poisoning. Because besides constant pain, and instability, there are other symptoms I am concerned about. Any help is appreciated.